Manufacturer narrative:
G5: corrected/additional information to include 510(k) number: k172567.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® molding & occlusion balloon catheter instructions for use (IFU), do not inflate the balloon in areas of significant calcified plaque. Balloon rupture and / or vessel damage may occur. Excessive inflation volume may result in balloon rupture, embolization, vessel damage, vessel rupture, or patient death. Additionally, per IFU, adverse events which may require intervention include, but are not limited to trauma to the vessel wall, including spasm, dissection, perforation or rupture.

Manufacturer narrative:
A manufacturing evaluation is in process. Further information will be provided. Please note that the medwatch with MFR report # 3013164176-2019-00048 was emailed to FDA on may 3, 2019 to cover the gore® excluder® aaa endoprosthesis.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses and a gore® molding & occlusion balloon catheter for an abdominal aortic aneurysm. It was reported that the patient's right common iliac artery had calcification. The trunk-ipsilateral leg and contralateral leg were deployed. Plc181000j/18426893 was deployed to extend the distal of contralateral leg (right leg). After touch-up ballooning, angiography showed a distal type I endoleak of plc181000j/18426893. Touch-up ballooning was performed again, but the endoleak did not resolve. Since the landing zone of plc181000j/18426893 in right common iliac artery was short and far from the internal iliac artery, plc181000j/18531757 was deployed distal to plc181000j/18426893. Touch-up ballooning and angiography were performed again. The endoleak still remained and an extravasation of contrast agent from the distal side of the common iliac artery was observed. The right internal iliac artery was coil-embolized and a plc121200j/18491079 was deployed from plc181000j/18531757 to the right external iliac artery. Touch-up ballooning was performed again at the device distal end and the device overlap area. Angiography showed that the endoleak was resolved and the extravasation of contrast agent was not observed. The patient tolerated the procedure. It was reported that the physician performed the ballooning strongly to treat the endoleak. Reportedly, excessive touch-up ballooning was likely to have damaged the calcified artery resulted to vessel trauma.